Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation that occurred during drain cycle 4, was identified in the log of a returned homechoice device. The programmed fill volume was 2000 ml and ultrafiltration was 1665 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test but passed the rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be drain, one or more cycles advance to next fill when slow or no flow occurred above the minimum drain volume threshold.. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.